Event description:
During an upgrade, externalized conductors on the right ventricular lead were observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial lead with the distal tip electrode portion was returned. Analysis found external insulation abrasion between 7.0cm and 7.9cm from the distal tip, consistent with friction to another device. Another external abrasion found at 42.6cm from the distal tip, consistent with friction to ICD can.